Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had ¿the plunger separated from the rubber stopper that it is attached to and came out.¿ patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: 1 empty syringe of 0.55ml received in an opened tray with cap and without needle. No defect observed.

Event description:
Healthcare professional reported 1 syringe of juvéderm volbella® xc had ¿the plunger separated from the rubber stopper that it is attached to and came out.¿ patient contact occurred. No injuries were reported. The packaged needle was used.